Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. The proximal and distal conductors of the lead became extrinsically distorted due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5568-45 lead, implanted (B)(6) 2010. 694765 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had exhibited low and high impedance. It was discovered that the lead had pulled back into the superior vena cava (svc) and was thought to be possibly fractured as the patient has twiddler¿s syndrome. The lead was partially explanted and capped but not replaced. A new crt-d was implanted at the time but the lv port was not plugged. The crt-d was later explanted and replaced for not having the plug and blood being present in the header. The previously capped lv lead was explanted and replaced during the same procedure. At the same time the right atrial (ra) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.